Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because the pump could not start up.

Event description:
Customer reported the buttons on the infusion device work intermittently. No adverse event was reported. The infusion device was replaced and requested for evaluation.